Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device was serviced. During the final evaluation of the device at the manufacturer's service center, the device failed the "verify obm o2 flow sensor calibration" step during testing. The technician recommended replacing the oxygen blender board to address the issue. Additionally, although the service life of the device has been exceeded, the customer requested periodic maintenance 1 and replacement of the device's trilogyo2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/02 flow sensor assembly, 200/02 tubing kit, oxygen blender manifold, and power cord. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.1.03).